Manufacturer narrative:
The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma, capsular contracture, baker grade iii.

Event description:
Patient reported, left side rupture. Later, patient reported, left side "rupture. Contracture, baker grade iii. Seroma". Device remains implanted.

Manufacturer narrative:
Clarification to d9 - date is when device photo was received. Photo analysis visual analysis of the photographs identified: ¿ rupture: it cannot be observed due to the quality of the photographs (the devices are inside a packaging). ¿ seroma: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations are performed.

Event description:
Patient reported left side rupture. Later patient reported " rupture, contracture baker grade iii, seroma". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Event description:
Patient reported left side rupture. Later patient reported " rupture, contracture baker grade iii, seroma". The device has been explanted.

Event description:
Patient reported left side rupture. Later patient reported " rupture, contracture baker grade iii, seroma". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Seroma: unable to observe since it is not related to the device. Rupture: not observed. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. This relates to the left side. Device remains implanted.